Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It¿s unknown of the reported IFU violation contributed to the reported difficulties; therefore, notification is not required. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, a likely a cuff miss occurred due to interaction with patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 7f sheath hole prior to a hyperthermic interventional procedure. Femoral imaging was not performed. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) after step 3. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the hyperthermic procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: failure to follow steps / instructions.